Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 15.9 cm to 16.7 cm from the connector pin. The abrasion is consistent with exposure to constant friction with another implantable device.